Event description:
Information was received that reported a patient was hospitalized due to incidence of hyperglycemia. The reporter stated that she awoke at 0730 on monday april 3rd and her blood glucose was 370 with high ketones and she was vomiting. She reports taking an injection and changing her infusion set with no improvement as a few hours later she tested and was up to 480. She reports there were no visible leaks within the system nor did the pump alarm or alert. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.